Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. Motor passed motor test. No motor error alarm. All buttons are functioning properly and no damage on the keypad assembly. No button error alarm. Inspected the connector on the lcd and no unlock keypad connector. The insulin pump was received with minor scratched display window, cracked case at the display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a motor error and no delivery alarms on their insulin pump. It was reported that the customer's blood glucose level was unknown. Troubleshoot was reported to be conducted. It was reported that the customer was advised that the device would have to be replaced and returned for analysis. No further information provided.